Manufacturer narrative:
Investigation completed 4/27/2017. Method: trend analysis. The product has not been returned nor has there been any serial number / lot # information provided after several documented d requests. This makes it impossible to do a proper DHR review. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. Conclusion: root cause could not be determined at this time; the product was not returned by customer after several documented requests.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A patient suffered a laceration from a mayfield slippage. Additional information has been requested.

Manufacturer narrative:
Investigation completed 6/15/17. Method: trend analysis- trend analysis shows no manufacturing or design related trend being identified. Conclusion: root cause could not be determined at this time, the product has not been returned for evaluation after several documented requests.

Manufacturer narrative:
On (B)(6) 2017, a (B)(6) female patient underwent a right retromastoid craniotomy. The patient was positioned lateral with the right side up. No change in position intraoperatively. No stereotaxy equipment was used during surgery. Eighty pounds of pressure (standard of the user facility) was applied. Integra adult disposable skull pins (a1072; lot number unavailable) were used. These pins are not available for evaluation. The length of time the product was in use before the event occurred was approximately 3 hours 45 minutes. It was discovered that the patient had suffered a 2.5 inch laceration of the occipital area at end of procedure. The laceration was sutured, bacitracin ointment was applied and wound was dressed.